Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Manufacturer narrative:
On (B)(6) 2015 the liver abscess was considered to be recovering based on the inflammatory response in blood tests. On (B)(6) 2015 the liver abscess had resolved. According to the reporting physician since tace with dc bead was effective for hepatic cancer, pyrexia occurred after the patient's discharge. No treatment other than dc bead was used, as consequence dc bead was suspected to be related to the event. Case comments: the follow up information received on august 18, 2015 did not change the assessment of the case.

Event description:
Follow up information received on august 18, 2015: the patient underwent tace procedure on (B)(6) 2015 for the treatment of the hepatocellular carcinoma (hcc), he received one vial of dc beads (100-300microm) diluted into 20ml and loaded with adriacin (doxorubicin hydrochloride) 20mg. The degree of embolization (for the disappearance rate of contrast medium, 5 heartbeats after contrast nedium injection were used as a reference) was fast. The embolization site/range was s4 (subsegment 0.2 vial)/ s4 (peripheral)/ s2 (segment 0.05 vial)/ s5 (segment 0.025 vial). On an unspecified date after procedure, part of the embolization site showed necrosis. There was a remaining tumor on (B)(6) 2015, the patient presented with liver abscess to the same segment as the site of tace, but the site did not coincide with the tumor site. The patient did not receive a drainage, and he did not present a biloma. It was reported that the possible causative factors of liver abscess are the underlying disease (hcc) and hepatic cirrhosis (complicated).

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Liver abscess. Case description: initial information received on 17-jul-2015: this medical device report was received by a physician via company distributor. It concerned a (B)(6) female patient with concomitant disease of hepatic cancer and diabetes mellitus. On (B)(6) 2015, tace (transarterial chemoembolization) was performed. The patient received one vial of dc bead 25% (batch number and bead size not specified) with adriacin (doxorubicin hydrochloride). On (B)(6)2015, the patient was discharged. On (B)(6) 2015, the patient was hospitalized due to pyrexia. A CT scan suggested liver abscess. On (B)(6) 2015, ultrasonography was performed, but it was not possible to establish a diagnosis of liver abscess. Meropenem (meropenem hydrate) was administered. On (B)(6) 2015, there was a tendency of improvement in the symptom. On (B)(6) 2015, the suspected liver abscess was recovering. The physician assessed the event liver abscess suspected as probably related to dc bead. The physician assessed that, since tace with dc bead was effective for hepatic cancer, pyrexia occurred after patient's discharge. As no treatment other than dc bead was used, dc bead was suspected to have been related to the event liver abscess suspected. Follow up information received on 18-aug-2015: the patient underwent tace procedure on (B)(6) 2015 for the treatment of the hepatocellular carcinoma (hcc), he received one vial of dc beads (100-300 microm) diluted into 20 ml and loaded with adriacin (doxorubicin hydrochloride) 20 mg. The degree of embolization (for the disappearance rate of contrast medium, 5 heartbeats after contrast nedium injection were used as a reference) was fast. The embolization site/range was s4 (subsegment 0.2 vial)/ s4 (peripheral)/ s2 (segment 0.05 vial)/ s5 (segment 0.025 vial). On an unspecified date after procedure, part of the embolization site showed necrosis. There was a remaining tumor. On (B)(6) 2015, the patient presented with liver abscess to the same segment as the site of tace, but the site did not coincide with the tumor site. The patient did not receive a drainage, and he did not present a biloma. It was reported that the possible causative factors of liver abscess are the underlying disease (hcc) and hepatic cirrhosis (complicated). On (B)(6) 2015 the liver abscess was considered to be recovering based on the inflammatory response in blood tests. On (B)(6) 2015 the liver abscess had resolved. According to the reporting physician since tace with dc bead was effective for hepatic cancer, pyrexia occurred after the patient's discharge. No treatment other than dc bead was used, as consequence dc bead was suspected to be related to the event. Case comments: the follow up information received on 18-aug-2015 did not change the assessment of the case. Liver abscess is unlisted according to the current dc bead instruction for use. The company, as the reporter, assessed the events as related to dc bead. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. (B)(4). Final assessment received on 22-dec-2015: the company considers the event of liver abscess as related to dc bead. No device failure has been identified as a result of this adverse event. It has been assessed that no corrective action is necessary at this time. This report is considered final. The case is closed.

Event description:
Liver abscess suspected (liver abscess). Case description: initial information received on (B)(6) 2015: this medical device report was received by a physician via company distributor. It concerned a (B)(6) female patient with concomitant disease of hepatic cancer and diabetes mellitus. On (B)(6) 2015, tace (transarterial chemoembolization) was performed. The patient received one vial of dc bead 25% (batch number and bead size not specified) with adriacin (doxorubicin hydrochloride). On (B)(6) 2015, the patient was discharged. On (B)(6) 2015, the patient was hospitalized due to pyrexia. A CT scan suggested liver abscess. On (B)(6) 2015, ultrasonography was performed, but it was not possible to establish a diagnosis of liver abscess. Meropenem (meropenem hydrate) was administered. On (B)(6) 2015, there was a tendency of improvement in the symptom. On (B)(6) 2015 the suspected liver abscess was recovering. The physician assessed the event liver abscess suspected as probably related to dc bead. The physician assessed that, since tace with dc bead was effective for hepatic cancer, pyrexia occurred after patient's discharge. As no treatment other than dc bead was used, dc bead was suspected to have been related to the event liver abscess suspected. Case comments: liver abscess is unlisted according to the current dc bead instruction for use. The company, as the reporter, assessed the events as related to dc bead. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The first sales for dc bead in the (B)(4) were in 2004. (B)(4).